Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 07-may-2024, it was reported that infusion set tubing was leaking at site of infusion set and infusion set is long for 1 day. The blood glucose level was 350 mg/dl. No further information available.